Event description:
During a myomectomy procedure, the device showed an error message and would not work. Then, the tip of the blade broke during testing. The procedure was completed with another like device. There were no adverse consequences to the pt.